Event description:
The patient was seen at implant center in 2000. At that time, it was noted that the skin flap at implant site had opened and device had begun to extrude. There were no reports of ics performance problems.